Manufacturer narrative:
There was no unexpected button error alarms noted. Intermittent button response on the esc button was due to moisture damage on keypad traces noted. There were minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.(B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 147mg/dl. The customer states they were not able to clear a check blood glucose alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.